Event description:
The customer reported that the distal seal of the device detached while inside the patient. The customer was able to retrieve the piece from inside the leg without additional complications to the patient. The incident occurred in 2001.